Event description:
It was reported that this right atrial (ra) lead exhibited noise and pace impedance measurements out of range resulting in inappropriate atrial tachy response (atr) episodes. This lead was subsequently surgically abandoned and replaced. Other than the surgical procedure, no additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.